Event description:
It was reported that during a normal device replacement procedure, this right ventricular (rv) lead was stuck in the device header. The lead was surgically abandoned, replaced, and the new lead remains in service with the new device. No additional adverse patient effects were reported.